Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced a hematoma at the surgical site. The ipg site was aspirated twice in the doctor's office and serosanguinous fluid was cultured but negative for infection. The patient continued to have discomfort and fluid accumulation therefore the physician opted to perform debridement and drainage of the wound in the or. The device was explanted and upon inspection of the surgical site an infection (staphylococcus) was found. The patient was treated with antibiotics and is recovering.